Manufacturer narrative:
Continuation of d10: product ID a820, software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that for the last few weeks, it was taking a long time to bolus because the phone was lagging at 90 percent. The agent reviewed the lag and walked the patient through how to delete the data. The patient was able to bolus with no delay. The patient then stated that for the last 2-3 days when she has been trying to bolus, she was getting service code 518 service code. She was not sure how she does it and she was able to bolus, but it takes a long time to get the 518 error off the screen. They have seen 518 several times today and yesterday. While on the call, the patient was getting no device found and had the patient reset the handset and the communicator. The patient was then able to connect to the pump and bolus with no lag. The agent sent request to repair to replace the handset. No symptoms were reported. Additional information was provided from a consumer (con) stated that they received the handset and the communicator but not sure what to do with them. The patient asked if someone to help them in person. The agent recommended the patient consult with a healthcare provider (hcp) for assistance. The agent recommended plugging the devices into the outlet to charge up and callback for pairing assistance. Additional information was provided from a consumer (con) stated that the patient reached out for assistance pairing the new equipment. The agent provided education. The patient confirmed that they were able to connect ptm/communicator and sync with their pump.

Event description:
Additional information was received from the patient reporting that the event date of the personal therapy manager (ptm) issue occurred from 2025-02-04 through 2025-02-07.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to b5 new information recieved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the event date of the personal therapy manager (ptm) issue occurred from 2025-02-04 through 2025-02-07. The cause of the service code 518/'no device found was not determined. They returned their defective pump [patient meant handset] and stated that their new one works better.